Manufacturer narrative:
H10: per the tandem user guide: a cartridge change was selected in the load menu but the process was not completed within 3 minutes. In this case, the incomplete cartridge change alert will be displayed on your pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an incomplete cartridge change as they had not completed the loading process. The customer then experienced an elevated blood glucose level of "high"; however, specific value was not provided. Elevated bg was addressed by a manual insulin injection. The customer acknowledged that they had initiated the load sequence but had not completed the cartridge change process.